Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the customer's pump time was found to be off by 10-30 minutes and the customer would have to correct it on a daily basis or weekly. The customer's blood glucose level was not impacted. Tandem technical support reviewed the pump's t:connect data up to (B)(6) 2015 and found that two time changes were made: the first after the pump was initially activated in (B)(6) 2015 and the second was on (B)(6)2015 after daylight savings.